Manufacturer narrative:
(B)(4). The device history review for the product horizon ti med 6/cart 180/box, lot number 73c1500626 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: at the end of a coronary artery bypass surgery, the clip that was placed on the collateral of the mammary artery was defective and caused significant bleeding. Another clip was applied. The patient's condition was reported as fine.